Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert was documented around the time the issue began. The issue did not result in a pump shutdown or inability to turn the pump back on. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the charging supplies, and no further assistance was required.